Event description:
It was reported to tyco health care/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer stated that a dialysis catheter's adapter cracked and patient had the catheter replaced.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.